Manufacturer narrative:
Upon inspection, the baxter technician found the emergency stop is damaged and control box needed to be replaced. The sabina sit-to-stand lift is especially designed for people who have difficulty in standing up on their own from a seated position. Sabina sit-to-stand lift is intended for use with patients who are able to actively participate in the raising motion. When standing, they can be moved to a wheelchair or to a toilet, this gives them standing practice in connection with the transfer. The baxter technician replaced the complete control box to resolve. Based on this information, no further action is required. Although there was no reported injury with this event, if a report of an emergency function inoperative were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
On 25-feb-2026, a other health care professional contacted technical service to report that sabina ii ee (product code 2020003, serial number (B)(6)), emergency stop damaged, unable to activate it. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.